Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd) due to a faulty non bsc lead. Additional information was obtained from the representative indicating that the device was not returned as the patient requested to keep the device. The pacemaker was explanted. No additional adverse patient effects were reported.